Event description:
A us distributor contacted zoll to report that a patient developed back pain and headaches from the lifevest equipment. There was no alleged device malfunction contributing to the pain. The patient¿s physician recommended periodic removal of the lifevest. Outcome of the pain is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.